Manufacturer narrative:
The sample was not returned for evaluation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions for use, provided with the device, prescribe the following steps when removing the echo ps positioning system. Steps 9 and 10 state "to deflate the echo ps positioning system, release the clamp on the inflation tube, cut the tube as close to the skin as possible, and then discard the excess tube.¿ begin removal of the echo ps positioning system by grasping one of the two removal points marked by dark arrows adjacent to the bard logo. Begin pulling the positioning system off the mesh in one smooth motion." Based on the condition reported it appears that the inflation tube was cut above the anchor portion of the tube, which became lodged behind the implant when attempting to remove the inflation assembly. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported to davol that on (B)(6) 2016 the patient underwent a robotic laparoscopic repair of a ventral incisional hernia with a bard ventralight st w/ echo ps device. During the procedure there was no report from the surgeon of any device performance issue while using the echo ps. After the case was completed, the or staff realized during the count of instruments that the yellow anchor from the inflation assembly was missing and an MRI was performed. The patient was then re-incised with a small incision by the surgeon along the track of where the mesh was placed and the yellow anchor was retrieved as it was stuck inside the patients abdominal wall tissue layers from when the surgeon removed the inflation assembly. The case was completed with no other issues reported. The or nurse that reported the event could not confirm that the surgeon cut the inflation tube close to the skin and below the anchor portion of the inflation tube prior to removing the inflation balloon